Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that since the patient got their replacement handset in december it was taking longer to connect to the pump for it took about 3 minutes being stuck at 90%. The patient noted every day they had to recharge the communicator and their other device they didn't have to maybe every in a few days. Information was reviewed and the patient will monitor the charge levels of the equipment after the data had been cleared. The patient was walked through clearing their data. The troubleshooting steps that were taken on the call resolved the issue.